Manufacturer narrative:
A ge service rep performed an over the phone investigation. The on/off switch was replaced during the service call. The sys was found to be working as intended and put back into service.

Event description:
It was reported that the 9800 sys had a problem with the on/off switch during a case. The 9800 sys was rebooted and the procedure was completed without incident. No pt injury was reported.